Event description:
A surgeon reported an intraocular lens was exchanged because it did not meet the required outcome for the patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 01/19/2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).